Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. Failure to follow steps/instructions.

Manufacturer narrative:
(B)(4). The facility reported two more cases (medwatch reports: 2024168-2011-00504 and 2024168-2011-00505) describing the same failure mode of cuff miss and all three devices used by the same physician. All three devices were given to the manufacturer representative for return in a single bag, therefore they can not be correlated to each case. Evaluation summary: evaluation found that the plunger, suture, link, anterior needle, and both cuffs were not returned with the device, limiting the scope of this investigation. The returned device revealed a severely bent posterior needle tip and needle strike mark at the posterior foot, this is consistent with the posterior needle striking the foot instead of engaging with the posterior cuff inside the foot pocket during needle deployment. Therefore, the reported cuff miss experience is confirmed. During lab testing a proxy plunger was inserted to test the needle trajectory and push mandrel travel length and the results were acceptable. The needle trajectory of every device is checked twice during manufacturing. Based on the successful needle trajectory testing in the lab test and testing during manufacturing, the probable root cause for the posterior needle striking the foot which resulted in the posterior cuff miss is needle deflection due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician, trained in the use of the proglide device, attempted arteriotomy closure of a moderately calcified common femoral artery after an interventional procedure. Reportedly, a cuff miss occurred, the physician pulled the plunger back and no suture was attached to it. A second proglide was successfully used to achieve hemostasis. The patient did not experience any adverse effect. A femoral angiogram was not taken prior to the procedure. Though requested, no additional information was provided.